Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem technical support, the customer wiped the touchscreen with a cloth and was able to successfully access the pump features. The customer acknowledged that the pump touchscreen was functioning as intended. Blood glucose level was 137 mg/dl.